Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however video was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2022).

Event description:
It was reported that during an angioplasty procedure through the femoral artery, the pta balloon allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure through the femoral artery, the pta balloon allegedly had a circumferential rupture at 3-4 atm. It was further reported that the tracking path was calcific. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this was the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is below the acceptable quality level. Investigation summary: the sample was not returned for evaluation .the video file presented was reviewed but was not of diagnostic quality and balloon performance therefore cannot be assessed. The result of the investigation is inconclusive for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications and the video file. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics: the bantam balloons reach their nominal diameter at 6 atm (608 kpa).it is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Insertion and inflation: note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the savvy long otw pta catheter product that is in the us. The pro code and 510 k number for the savvy long otw pta catheter product is identified in d2 and g5. H10: d4 (expiration date: 08/2022), h4 (manufacturing date: 09/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.